Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited low amplitude measurements along with high pacing threshold measurements. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.